Manufacturer narrative:
During investigation a new potential risk has been identified. Therefore the become aware date changed to the date of the clinical risk assessment request (19-mar-2024). The decision trees have been updated accordingly. The lenovo tablet is a third party it equipment which is not further investigated by vyaire. Lenovo has the appropriate declaration of conformity and adheres to all applicable safety standards. The usage of tablets which fulfil applicable safety standards is state of the art. The most likely root-cause is a battery failure of the lenovo tablet. The broken tablet was replaced on the (B)(6) 2024. The risk evaluation results in a risk acceptance level of a medium acceptable health risk.

Event description:
The customer complained that the battery of the lenovo tablet is swollen. There was no patient involvement.